Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The canister drain cap o-ring was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. Day and month were not available at time of MDR filing.

Event description:
The hospital reported that, during pre-operative checkout, the ventilation is not happening. There was no reported patient involvement.